Event description:
It was reported that during the use of bd vacutainer® sst¿ blood collection tubes, the customer found the gel separator had bubbles in (1) tube. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation summary: material #: 367968. Lot/batch #: 3300802. Bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during the use of bd vacutainer® sst¿ blood collection tubes, the customer found the gel separator had bubbles in (1) tube. No patient impact reported.